Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during a procedure when the flow rate of the s3 double head pump was adjusted to zero, the pump continued to creep at around 5 revolutions per minute. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during a procedure when the flow rate of the s3 double head pump was adjusted to zero, the pump continued to creep at around 5 revolutions per minute. There was no report of patient injury.